Event description:
The customer initially reported via phone call that the belt clip on the insulin pump broke. During the call, the customer reported that her current blood glucose was 430 mg/dl. She stated she treated with a bolus but the insulin pump ran out of insulin and she also hit a vein and that was why she went high.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.